Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose at the time of the incident was 300 mg/dl. The customer states the insulin pump was exposed to fluid. Customer was swimming with a cracked insulin pump. Troubleshooting was provided and the customer stated that they were unable to use the insulin pump and couldn't treat their high blood glucose due to blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.